Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No bolus anomaly noted. Insulin pump passed the delivery accuracy test at 0.08710 inches. Drive support cap was inspected and no anomaly was noted..

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was flushed. Customer's blood glucose level was 245 mg/dl at the time of incident. Customer's current blood glucose level was 259 mg/dl. Customer was treated with insulin pump. Customer was alleging insulin pump for under delivering because customer did not seen any insulin. The insulin pump will be returned for analysis.